Event description:
It was reported that when a device was used during an unknown procedure, the blade would not stay locked. Another device was used to complete the case. There were no consequences to the pt.